Manufacturer narrative:
Batch review performed on 10 april 2018; lot 174367: (B)(4) items manufactured and released on 02 november 2017. Expiration date: 2022-10-25; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient alleged pain 9 days after primary: the femoral bone was found fractured spirally. Revision surgery scheduled on (B)(6) 2018. It will be fixed with a wire. No further information will be obtained because medacta system was not used for the revision surgery.